Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm/replicate the reported complaint. The unit was tested on an in-house system and passed the normal mode without triggering any errors in the maintenance app. The unit passed direction test, carriage lissajous, sensor check, sine cycle, brake test, carriage switches, fan test and fiber test. There was no problem found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated recoverable errors. The customer attempted to recover the errors with no success. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted errors 307 and 32100 pointing to an issue on universal surgical manipulator (usm) 4. Tse helped the customer disable the affected usm. The customer continued to complete the procedure as planned using three remaining usms. There was no reported patient harm.